Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a revision surgery performed (B)(6) 2019 because the ins had moved too close to the surface of the skin and the patient was only (B)(6) pounds so there was not a lot of room there. They assumed the doctor implanted the same device deeper but they were not sure. The day after surgery the remote would not come on and they had to go into the office for them to re-synchronize everything, so they were not sure if they received a new device or not. The patient was redirected to their healthcare provider to further address the issue. It was reviewed there was no record of a new system being implanted on (B)(6) 2019 and that they may want to clarify with their implanting physician's office.

Event description:
Additional information was received from the patient. When asked to clarify if the revision surgery was due to patient anatomy or weight change, they answered, "no, it was not due to weight change." They did not lose or gain weight. When asked to clarify whether the same ins was used or if it was replaced, they replied the same device was moved to a deeper part of the skin. When asked if the cause of the remote not coming on the day after surgery so they had to go into the office for them to resync had been determined, they said yes, but then reported they had no idea what most likely caused or contributed to the issue. When asked what steps were or would be taken to resolve the issue, they responded it was fixed now and they did not know what that meant. The issue was resolved. When asked when they noticed it was too close to the surface, they said they did not know; maybe six months prior, they just knew it was hurting maybe (B)(6) of 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.